Event description:
It was reported that pump experienced malfunction alarm malf 15 that could not be reset, and no additional details were provided about events leading up to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, instructed customer to place malfunctioning pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and return affected pump using prepaid label within 10 days, which customer understood and acknowledged.